Event description:
Caller reported a malfunction on the pump, displaying malfunction code malf 1. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in resetting the pump, but the malfunction recurred. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.